Manufacturer narrative:
Patient information was not provided, and patient outcome is unknown. Cardiacassist inc. Manufactures the tandemlung oxygenator. The incident occurred in the united states, though the exact location and hospital is unknown, as it was not included in the elso clinical reports. As no details regarding the hospital, device or nature of the oxygenator failure were included in the clinical report, additional investigation is not possible at this time. Additionally, a total of 27 occurrences were reported, however no specific information is known differentiating each of the events (e.g. Event date, lot number, location). As such, a single report is being filed to capture all of these events. Due to elso confidentiality agreements between hospitals and with livanova, it is not expected that further information will be provided on these incidents. However; if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Received several elso clinical reports detailing observed outcomes in a number of patients who utilized the tandemlung oxygenator during treatment. The literature reported 27 occurrences of oxygenator failure. The exact nature of the failures and impact on the patient(s) were not detailed in the clinical reports. No details about the hospital(s), patient(s) or specific oxygenator(s) were provided in any of the clinical reports.